Event description:
A distributor contacted heartsine to report that a device turned off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported device shutdown. A review of the device memory confirmed that the device did lose power. However, heartsine was able to determine a conclusive cause of the power issue. The customer received a replacement device under warranty. The returned device was archived by heartsine.

Manufacturer narrative:
The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that a device turned off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.